Manufacturer narrative:
Medical device lot #: the customer provided lot # 0297143p47. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that vps 18ga 1.3mm od 32mm l instaflash plastic tube split. This occurred on 10 occasions. The following information was provided by the initial reporter: when I have to stab the patient, it is a different resistance, when I pull out the needle, the plastic tube is split and has ended up next to the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0297143. D.4. Medical device expiration date: 10/31/2023. H.4. Device manufacture date: 10/23/2020. H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that vps 18ga 1.3mm od 32mm l instaflash plastic tube split. This occurred on 10 occasions. The following information was provided by the initial reporter: when I have to stab the patient, it is a different resistance, when I pull out the needle, the plastic tube is split and has ended up next to the needle.